Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6) (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel and suction channel: moraxella sp. And staphylococcus warneri (the total is 8 cfu/channel.). Air/water channel: paracoccus yeei (1 cfu/channel). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Olympus (B)(4) requested the facility three times to provide the information regarding reprocessing, however the facility did not provide and olympus (B)(4) could not obtain it. Olympus (B)(4) checked the subject device and found following. The glue of the bending rubber was wear and tear. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.